Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined. However, omsc assumed that the reported event was caused by followings; defect of power supply board or video processing board failure of liquid crystal display (lcd) panel if additional information becomes available, this report will be supplemented.

Event description:
The user reported that the endoscopic image did not appear. Then, olympus inspected the device at the service department of olympus trading ((B)(4) (osh) and found a startup problem of the device. There was no report of patient injury associated with this event.